Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that foreign matter was noted on the device. An advantage balloon catheter inflation device was selected for use. During preparation, outside patient's body, 2 foreign bodies were noted inside the introducer guide that did not allow the guide to advance. The procedure was completed with another of the same device. The device was not used inside the patient's body and the patient's condition was stable.